Event description:
The pacemaker involved in this report was implanted on (B)(6) 2011. On (B)(6) 2011 at 15:00, the physician reported that the lead had been pulled. No anomaly was found upon device interrogation (atrial fibrillation was observed at that time). At 20:00, the physician observed ventricular pacing at maximum rate; fallback mode switch (fms) feature was apparently ineffective. Device interrogation confirmed the atrial fibrillation, and revealed intermittent atrial undersensing (even with 0.1 mv sensitivity). On (B)(6) 2011, ddi pacing mode (i.e. No av association) was programmed because it was considered that fms was not working properly due to this undersensing. Same issue was observed at one-week post implantation follow-up. The pt was discharged.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.